Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer stated that when he bloused for lunch, he did not get the full bolus because he received no delivery alarms then motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.no excessive no delivery alarm noted. The insulin pump had normal operating currents and passed the self-test, a21 error test and off no power test. No motor error alarm noted and the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken battery tube threads and cracked reservoir tube lip.